Event description:
It was initially reported that the pt could not adjust the stimulation using the pt programmer even after changing the batteries. The programmer did pass a self-test. The pt also experienced a loss of stimulation sensation following a fall in her yard about a week ago. She had pain "around the top" of the neurostimulator. Additional info was requested.

Manufacturer narrative:
(B)(4).